Manufacturer narrative:
According to the customer, (B)(6) 2025 the device "stopped inflating" and the customer required prescription medication for "back pain" and "back aches" from sleeping on the mattress. The customer said that he was prescribed "tylenol with codeine" and "tizanidine." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, (B)(6) 2025 the device "stopped inflating" and the customer required prescription medication for "back pain" and "back aches" from sleeping on the mattress. The customer said that he was prescribed "tylenol with codeine" and "tizanidine."